Manufacturer narrative:
The event unit was returned for evaluation. Upon visual inspection, engineering found shaft damage. Engineering actuated the device and resulted in dry firing. The root cause was due to excessive friction within the shaft caused by bent shaft and misaligned jaws, which can contribute to improper clip closure. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy- "surgeon commented that a clip was fired over the mayo stand. Surgeon commented that this clip did not load between the jaws, but below. The clip did not form at all, and the handle became stuck with the jaws closed. Surgeon fired two more clips over mayo stand. Surgeon reported that these clips also failed to form and were not between the jaws. These were removed from device. Unit was fired again. Surgeon heard noise, and replaced device." Patient status - stable.